Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2018, alleging that she obtained an alleged inaccurately low blood glucose result of ¿238 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with oral medication, diet and exercise, it is not known if the patient made any changes to her normal diabetes management. The patient alleged after the meter issue, time unknown, she developed symptoms of ¿fast heartbeat and numbness¿. The patient stated that she went to the pharmacist, where a blood glucose result of ¿82 mg/dl¿ was obtained. She contacted her doctor by telephone, and was advised to take ¿amaryl 500 mg¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that the patient¿s test strips had been stored correctly, were within expiry date, and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.